Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, a pericardial effusion occurred requiring a pericardiocentesis and protamine. During transseptal puncture, the sheath crossed the interatrial septum without use of the needle. Due to the patient's anatomy, the transseptal puncture height was only 2.7cm, however, this was the maximal height that could be achieved. The puncture site was deemed safe by the physician, so the procedure was continued. The steerable guide catheter (sgc) and clip delivery system (cds) were inserted and placed on the valve without issues. However, while evaluating the implant, the systolic pressure went from approximately 90 to 50. A large pericardial effusion was observed behind the right ventricle (rv). The clip was deployed and pericardiocentesis was performed. The systolic pressure returned to normal, and protamine was administered. The patient left the operating room intubated and stable. The physician suspected the sheath caused the pericardial effusion during transseptal puncture or during interaction with the right atrial appendage when the transseptal system was being placed in the svc.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.